Event description:
It was reported that pump housing and usb port were damaged, which prevented charging and caused pump shutdown. Customer¿s blood glucose level rose to 520 mg/dl as a result of the shutdown. Customer gave correction insulin by injection and did not need help from another healthcare provider. Customer continued to use current pump when possible and planned to use alternate insulin method if needed, and technical support arranged replacement pump.